Event description:
Pt was implanted with a tibial nail construct on (B)(6) 2012 for a distal 3rd tibial fracture. The nail was noted to have migrated into the talus. The pt was returned to the operating room on (B)(6) 2012 for removal of hardware and revision to a medial low bend plate construct. This report is #1 of 5 for the same event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.